Event description:
It was reported that during a surgical procedure at the user facility, the device safety switch could not be placed in the ¿safe¿ position, a condition which creates the potential for unintended activation. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of safety bar cannot be moved by hand was duplicated. A service technician found that the safety bar could not be moved by hand due to corrosion in the trigger area. The device was repaired and returned to the customer.

Event description:
It was reported that during a surgical procedure at the user facility the device safety switch could not be placed in the ¿safe¿ position, a condition which creates the potential for unintended activation. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.